Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness requiring emergency medical intervention while on ilet therapy. Severe hypoglycemia can result in acute neurologic impairment requiring emergency treatment and is consistent with the reported ems response and oral glucose administration. Review of available information identified that the user reported administering external insulin in addition to the ilet "usual for me" meal dose prior to the event. The user subsequently developed dizziness and altered mental status before being found unconscious at home. Based on available information, the event is attributed to administration of external insulin while using ilet therapy. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 09-jun-2026 it was reported that on (B)(6) 2026, the user experienced hypoglycemia resulting in loss of consciousness and emergency medical treatment. Emergency medical services responded and treated the user with oral glucose. The user declined transport to the hospital. No long-term health effects were reported.